Event description:
The customer contact reported that during preventative maintenance testing at the user facility the device touchscreen would not calibrate. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found that the device touchscreen responded; however, the keys were out of alignment. The probable cause was due to dry contamination caused by fluid ingress found on the device touchscreen. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.